Event description:
Customer reported that the t:slim x2 pump battery would not charge, with a power source alert noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the charging supplies, and the pump began charging without further assistance required.